Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Final analysis found the lead was returned in two pieces. Medical adhesive was found on the ring electrode which resulted in an impedance anomaly. Other: na.

Event description:
This report is to advise of an event observed during analysis.